Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Patient requested to keep it.

Event description:
Tibial polyethylene insert was exchanged due to infection that started in the back.

Manufacturer narrative:
An event regarding infection involving a duracon cs tibia insert med 11 was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. Medical evaluation not performed as no medical records were provided. Device history review. Indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review indicated that there have not been any other events for the specified lot or sterile lot. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
Tibial polyethelene insert was exchanged due to infection that started in the back.